Event description:
Initial nitrite result was reported as negative. Sample was retested 6 hours later with a different instrument and the nitrite result was reported as positive. There was no report of injury for this event.

Manufacturer narrative:
A field svc engineer was sent to the customer site and no issues were found. The instrument is performing as intended. The cause for the discordant nitrite result is unk.